Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy was not working, and the back of the unit was not working. In a follow up conversation with the customer, it was reported the issue had resolved. No other details were provided.

Manufacturer narrative:
A review of the associated service records (sr) was performed. No service was performed on the system for this event. However, the company representative performed an on-site visit with the customer. In which, he provided a full training on proper use of the anterior vitrectomy kit to address the reported events. The company representative noted, that the customer did not know how to use the anterior vitrector properly. The customer has not reported, further issues since the training. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to the customer using the anterior vitrectomy kit improperly. The manufacturer internal reference number is: (B)(4).